Manufacturer narrative:
On august 22, 2023, mentor became aware that the 69-year-old patient underwent removal and replacement surgery on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 11, 2023, the mentor failure analysis lab received the device for evaluation. On august 16, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, microscopic examination and thickness measurement of the returned device. During the visual analysis of the returned sample saline 250cc breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation d6b explantation date: (B)(6)2023 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a -year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced breast implant deflation, and dent on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2023.